Manufacturer narrative:
Investigation results: a wallflex biliary rx stent and delivery system was returned for analysis. The stent was received partially deployed. Visual evaluation found the clear outer sheath was kinked and accordioned. The outer diameter of the endoscope interface of the distal outer sheath was found to be out of specification. The inner shaft was noted to be kinked and the stent was no longer connected to the stent holder. There was no issue with the stent or the stent holder. Functional evaluation found the remainder of the stent was able to manually deploy. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damages noted with the device were consistent with the application of force during reconstrainment attempts and were most probably due to operational factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A corrective action has been initiated to investigate the finding that the distal outer sheath was out of specification. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used in the bile duct during stent placement procedure performed on (B)(6) 2016. During the procedure, the physician inserted the device and deployed the stent. Only 70% of the stent was deployed. The stent position was slightly moved so the physician can reconstrain but the stent failed to reconstrain. The stent was removed from the patient partially deployed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 02, 2016 that a wallflex¿ biliary rx stent was to be used in the bile duct during stent placement procedure performed on (B)(6) 2016. During the procedure, the physician inserted the device and deployed the stent. Only 70% of the stent was deployed. The stent position was slightly moved, so the physician can reconstrain but the stent failed to reconstrain. The stent was removed from the patient partially deployed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.